Manufacturer narrative:
There was no adverse event reported for this incident. The engineering eval of the returned unit identified the root cause of the failure as the ac appliance inlet connector solder joint in the power supply unit. The incident and severity of this failure type are subjected to on-going monitoring.

Event description:
It was reported that a pt turned on their unit and it started smoking.